Event description:
The customer's father reported that the insulin pump alarmed no delivery. Customer stated that son was giving bolus and got the no delivery alarm. Troubleshooting was done. Customer's blood glucose was 366 mg/dl. It was found that the cannula was bent. Advised the customer to return the set for analysis and change the entire infusion set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.